Event description:
Customer reported air bubbles in the reservoir. He stated that he woke up the day before with an elevated blood glucose of 225 mg/dl and two inches of air in the line. He stated that he had been delivered no insulin for over two hours. Customer changed the reservoir and insulin and reported that he got air in the reservoir but not the line. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.